Event description:
It was reported that the customer fell on their pump, resulting in a display issue with lines in every direction, although the screen was not cracked. There was no adverse impact to the customer's blood glucose level. The issue affected the customer's ability to interact with the pump, so technical support arranged for a replacement pump to be sent. They also provided instructions to the customer on how to return the problematic pump and ensured all necessary steps were understood, including connecting the cgm and programming settings into the new pump. No backup sensors were used, and the customer switched to multiple daily injections as a backup therapy.